Event description:
During contrast injection, the CT technologist noticed contrast extravasation. Upon depression of the hold button, alight appeared indicating that the injection stepped it did not step & had to be aborted a second time-80cc's extravasated. The procedure was repeated w/the same injector results-this time 7cc's extravasated.